Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer verified the medication jam in the cubie at the station and confirmed that the user was able to resolve the issue on their end. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this event.